Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ("essure device induced pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 8 months 16 days after insertion of essure, the patient experienced medical device pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic removal of her left essure and hysterectomy to remove her right essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and medical device pain to be related to essure. The reporter commented: patient was forced to undergo multiple major surgeries as a result of her essure implants. Diagnostic results: on (B)(6) 2015 patient underwent hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/malposition of essure device") and medical device pain ("essure device induced pain") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea") and back pain ("lower back pain"). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2015, the patient experienced disorientation ("disorientation"). On (B)(6) 2015, 8 months 16 days after insertion of essure, the patient experienced medical device pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxiety"), depression ("depression"), allergy to metals ("nickel allergy"), hypertension ("high blood pressure") and hypoaesthesia ("numbness"). The patient was treated with surgery (on (B)(6) 2015 laparoscopic removal of left essure device/ on (B)(6) 2017, hysterectomy with unilateral salping) and surgery (laparoscopic removal of her left essure and hysterectomy to remove her right essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown and the medical device pain, abdominal pain, anxiety, depression, nausea, allergy to metals, dysgeusia, hypertension, hypoaesthesia, back pain and disorientation was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device dislocation, disorientation, dysgeusia, hypertension, hypoaesthesia, medical device pain and nausea to be related to essure. The reporter commented: patient was forced to undergo multiple major surgeries as a result of her essure implants. On (B)(6) 2015, surgical removal of coil(s) - laparoscopic removal of left essure device. On (B)(6) 2017, hysterectomy with unilateral salpingectomy. Diagnostic results: on (B)(6) 2015 patient underwent hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 16-may-2018: pfs received. New reporter added and reporter information updated. Plaintiff demographic details added. Product indication added. Events: "anxiety, depression, migration of essure device, nausea, nickel allergy, metallic taste in mouth, high blood pressure, numbness, lower back pain, disorientation added. Events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/malposition of essure device") and medical device pain ("essure device induced pain") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. No evidence of vascular aneurysm, stenosis, or occlusion , acute intracranial process evidence of vascular aneurysm, stenosis, or occlusion. Concurrent conditions included palpitations, headache, vomiting, heart rate high, hypokalemia, urinary tract infection, myocardial disorder, chest pain, menorrhagia, endometrial ablation, taste disturbance, anosmia, vertigo, increased urinary frequency, menopausal symptoms, joint pain, vaginitis, taste metallic, feeling abnormal, dizziness, incontinence, cephalgia, aphasia, ataxia, diaphoresis, multinodular goitre, degenerative disc disease, elevated bp, chronic diarrhea, night sweats, mood swings, depression, epigastric hernia, hypertension, cramp of limb, dyspepsia, esophageal reflux, anemia from chronic blood loss, irregular menstrual cycle, motion sickness, overweight, perimenopause, rhinosinusitis, sacroiliitis, somatic dysfunctional symptoms, sacroiliitis, vitamin d deficiency, uterine bleeding and uterine fibroid. On (B)(6) 2015, the patient had essure inserted. In (B)(6)2015, the patient experienced nausea ("nausea") and back pain ("lower back pain"). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6)2015, the patient experienced disorientation ("disorientation"). On (B)(6)2015, the patient experienced medical device pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 8 months 16 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxiety"), depression ("depression"), allergy to metals ("nickel allergy"), hypertension ("high blood pressure") and hypoaesthesia ("numbness"). The patient was treated with surgery (09nov2015 laparoscopic removal of left essure device/09jan2017, hysterectomy with unilateral salping and laparoscopic removal of her left essure and hysterectomy to remove her right essure). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation outcome was unknown and the medical device pain, abdominal pain, anxiety, depression, nausea, allergy to metals, dysgeusia, hypertension, hypoaesthesia, back pain and disorientation was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device dislocation, disorientation, dysgeusia, hypertension, hypoaesthesia, medical device pain and nausea to be related to essure. The reporter commented: patient was forced to undergo multiple major surgeries as a result of her essure implants. On (B)(6)2015, surgical removal of coil(s) - laparoscopic removal of left essure device. (B)(6) 2017, hysterectomy with unilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: tubal occlusion status post essure sterilization. Diagnostic results: on (B)(6)2015 patient underwent hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Negative stress test, CT brain negative, chest xray normal essure placement and nova sure 2/2015. First onset of symptoms central weight gain, increased hirsutism. Ultrasound of the pelvis , the uterus measures 9.1 x 5.1 x 5.'! Cm. In the posterior uterine body there is a 1.1 x 1.3 x 1.2 em hypoechoic fibroid. The remainder of the myometrium is heterogeneous, suggesting probable other smaller fibroids as well. Essure devices are noted along the outer fundal regions bilaterally. There are incidental nabothian cysts in the cervix. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case (B)(4) (MFR# 2951250-2018-05325) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.